Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump went into threshold suspend with a sensor glucose level of 45 mg/dl and a blood glucose level of 117 mg/dl. Customer stated that this occurred again with a sensor glucose level of 42 mg/dl and a blood glucose level of 80 mg/dl. The customer was advised that the sensor would be replaced but did not return the product for analysis.